Manufacturer narrative:
Sorin group (B)(4) mfrs the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is on going. A follow up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the 3t heater-cooler tripped the circuit breaker during set up. There was no pt involvement.